Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt's mother reported that the pt experienced elevated blood glucose of up to 500 mg/dl for 3-4 weeks despite bolusing and she believes the infusion device delivers too little insulin. On (B)(6) 2011 at 11:00pm, her blood glucose measured 343 mg/dl and the mother bolused 5 units of insulin through the infusion device. At 1:00am on (B)(6) 2011, her blood glucose measured 285 mg/dl and the mother bolused 2 units of insulin, at 2:00am her blood glucose measured 314 mg/dl and the mother bolused 2.5 units of insulin and she changed the infusion site and tubing. At 4:00am her blood glucose measured 352 mg/dl and the mother bolused 6 units of insulin. At 6:00am her blood glucose measured 355 mg/dl and the mother bolused 6 units of insulin and changed the insulin cartridge. At 8:00am her blood glucose measured 438 mg/dl and the mother bolused 6 units of insulin, at 9:00am her blood glucose measured 365 mg/dl and the mother bolused (amount unk), at 10:00am her blood glucose measured 359 mg/dl and the mother bolused 7 units of insulin. At 2:00pm the pt switched to the backup infusion device and the pt's blood glucose decreased. The pt's normal blood glucose level is 100 mg/dl. The infusion device was replaced and requested to be returned for eval.